Event description:
It was reported that a user attempted to pause the pump before showering but navigated to the rewind function and initiated a rewind while still connected, after which support guided the user through proper steps to fill the tubing and fill the cannula. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and completion of troubleshooting and user education. Investigation included a review of use error related to supply change steps and provision of corrective education. Investigation of this case revealed user error during an infusion set and cartridge change process without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error attributable to use of device in an unintended sequence.